Event description:
The customer contact reported that during testing at the user facility, it was noted that the device touchscreen was out of calibration. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
Testing and investigation found the touchscreen did not respond and would not calibrate. The probable cause was contamination on the touchscreen. This was due to fluid ingress. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.